Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an intermittent power issue. The patient claimed that the pump was rebooting on its own. The patient did not allege any harm or injury because of the reported issue. The patient denied that the pump suffered any trauma or had any evidence of moisture. The yellow o-ring was not reportedly visible. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(6) 2012 with the following findings: the power complaint was verified in the history but could not be duplicated during the investigation. Power on resets were observed in the black box. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to completely tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power interruptions were duplicated during this time. The alarm history only shows typical alarm usage, no alarms are associated with the complaint. A battery cap functional test was performed; no defects were observed. The battery cap contact height and width were within specifications. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the battery flex or power circuit was found.